Manufacturer narrative:
Additional information: section a-3b patient gender: female section b-3 date of event: unknown/asked information was not provided. The best date estimation is may 2025. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section g1-2 manufacturer telephone number: (B)(6), (error message regarding format) device evaluation: product evaluation was not performed because the product has not been received; it remains implanted. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. The search revealed that no other complaints were received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The dxw300 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). During a follow-up visit, a film was observed behind both lenses, which is a known occurrence in approximately 1 in 5 patients. The patient will require a laser procedure to address the accumulations. The lenses were noted to be in good condition. The patient later reported experiencing color distortion and blurry vision in both eyes starting in (B)(6) 2025, though these issues were not debilitating. An yttrium aluminum garnet (yag) laser procedure was performed on (B)(6) 2025. There was no incision enlargement, no serious patient injury, no sutures, and no vitrectomy. Patient prognosis post laser procedure was reported as full recovery with clear vision. The suspect iol is not available for return as it remans implanted. No further information is available.